Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked when used with the maxzero ivs, which were difficult to connect/disconnect. The following information was provided by the initial reporter: "maxzero ivs that we are using do not allow us to connect and disconnect without having drips of fluid on them. I have tightened them but when we disconnect from the hub, there are still drips of liquid. We are using radioactive material for this. Also the sponge part of the hub, the activity is getting hung up in there. We have to flush it profusely."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva" closed IV catheter system leaked when used with the maxzero ivs, which were difficult to connect/disconnect. The following information was provided by the initial reporter: "maxzero ivs that we are using do not allow us to connect and disconnect without having drips of fluid on them. I have tightened them but when we disconnect from the hub, there are still drips of liquid. We are using radioactive material for this. Also the sponge part of the hub, the activity is getting hung up in there. We have to flush it profusely."